Event description:
It was reported that, during meniscus repair surgery, t2 of the ultra fast-fix deployed simultaneously, when t1 was implanted. T1 was removed using tweezers. Procedure was completed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t1 anchor has been detached from the needle. The t2 anchor has been pushed forward on the needle. No physical damage visible to the imaged device. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor was returned attached to the suture and a piece of the cut suture was returned. T1 was not returned with the device. The actuator was fully triggered. No physical damage to the device. A functional evaluation revealed the actuator and actuator tip function as expected. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during meniscus repair surgery, t2 of the ultra fast-fix fell off inside the patient, after t1 was implanted. Procedure was completed, after a non-significant delay, with a back-up device. No further complications were reported.